Manufacturer narrative:
Concomitant medical products: 694765, lead, implanted: (B)(6) 2010, 5076-52, lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited a low impedance which triggered a device alert. No intervention was performed and the patient was referred to the clinic for further follow up. The lv lead remains in use. No patient complications have been reported as a result of this event.